Event description:
The user facility biomed reported that the device's touch screen is freezing up (unresponsive) while in use on a pt. The pt was removed from the device and placed on another device with no harm to the pt.

Manufacturer narrative:
Carefusion has requested additional info from the user facility on the reported event and status of the pt. As of 07/29/2015 there has been no additional info provided by the user facility pertaining to that request. (B)(4). The user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The user facility was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module (uim)for evaluation. The alleged faulty user interface module (uim) has been received, routed to the care fusion failure analysis lab and staged for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: r16252 sn: (B)(4) on to avea test station rfa-1. Powered user interface module (uim) in to user mode and noticed the touch screen calibration was inaccurate. When attempting to select a digital touch button, I would have to touch the digital button at the higher end in order to select the button. When touching the button directly in the center the touch would not be recognized. Cycled the power in to service mode and successfully recalibrated the touch screen. At this point the touch screen is operating properly. Left user interface module (uim) cycling overnight on the user interface module (uim) station to see if the calibration remains stored, user interface module (uim) cycled for a total of sixteen hours. After cycling over night the user interface module (uim) is still functioning properly and calibration stayed stored. Findings/root-cause: duplicated the reported problem and isolated it to an improper touch screen calibration.